Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device was replaced due to preventive/prophylactic reasons related to the ""high battery impedance may initiate safety mode"" ingenio advisory. No additional adverse patient effects were reported. This device returned for analysis.